Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. ® granufoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been multiple attempts made to gather additional information, but there has been no response. This report is being filed due to possible use error. Device labeling, available in print and online, states: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2016, the following information was reported to kci by the kci representative: the physician reported that he was investigating an allegation of a possible treatment failure that was allegedly due to a worsening in the patient's situation from pieces of "foam" dressing left in the wound. The v.a.c. Granufoam dressing lot number was not provided and is not available for return, therefore a device history review and a device evaluation could not be performed.

Manufacturer narrative:
Corrections to original MDR sent on oct 13 2016: date of event was provided as "(B)(6) 2016." Should have stated "(B)(6) 2016." Report source was reported as "health professional." Should have stated " foreign and health professional." Based on this correction and additional information, kci's assessment remains the same: it cannot be determined when the foreign body alleged to be v.a.c. ® granufoam ¿ was inadvertently left in the wound as this was not provided. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Multiple attempts were made to gather additional information, but not additional information was received. This report is being filed due to possible use error.

Event description:
On sep 20 2016, kci received additional information from the kci - emea representative that reported: the investigating physician stated that the patient was treated with v.a.c.® therapy and v.a.c.® granufoam¿ dressing in 2013 for a sacral pressure ulcer. This was a very big wound. After v.a.c.® therapy the wound got worse. In 2016 an abscess had fully formed. The wound was opened again and several pieces of v.a.c.® granufoam¿ dressing were allegedly found inside the wound.